Event description:
It was reported that a patient's deep brain stimulation system was explanted due to an infection at the ipg pocket site. The patient was placed on antibiotics before the explant procedure. The patient has fully recovered following the procedure. The explanted devices will not be returned to bsc for analysis as they were kept by the medical facility. Additional information received on 17feb2023 indicates that the patient was experiencing heat, discharge, swelling, and redness at the pocket site. The physician believes the infection is procedure related and not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event:product family: dbs-linear leads.upn: m365db2202450.model: db-2202-45.serial: (B)(6). Batch: 7094858.product family: dbs-linear leads.upn: m365db2202450.model: db-2202-45.serial: (B)(6). Batch: 7094860. Product family: dbs-extension.upn: m365nm3138550.model: nm-3138-55.serial: (B)(6).batch: 7102392.product family: dbs-extension.upn: m365nm3138550.model: nm-3138-55.serial: (B)(6).batch: 7102404.

Event description:
It was reported that a patient's deep brain stimulation system was explanted due to an infection at the ipg pocket site. The patient was placed on antibiotics before the explant procedure. The patient has fully recovered following the procedure. The explanted devices will not be returned to bsc for analysis as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7094858; product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7094860; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7102392; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7102404.